Event description:
Same case as MFR report #: 2134265-2012-02934. It was reported that following a stenting treatment procedure, the patient died. The procedure treated the target lesion located in the left anterior descending (lad) artery. The physician advanced and deployed a 2.75x38mm ion stent and a 2.75x8.0mm ion stent in the lad artery. Two non-bsc stents were also implanted in an unspecified location. Later, the patient presented at a neighborhood hospital with a massive myocardial infarction and died. An autopsy is planned.

Manufacturer narrative:
Device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).